Event description:
Multiple reports from maternity nursing unit and anesthesia staff of IV fluid leaking from the same spot, where the cath tubing meets the green hub. All identified as having same lot number. No patient information provided. Lot pulled in all areas.